Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother that the insulin pump alarmed no delivery and she had changed the site three times. The first two times it alarmed during bolus, the third time it delivered 10 units of bolus, but later it started alarming no delivery again. The customer's blood glucose was 500mg/dl and treated with manual injection. The customer stated the alarm was resolved with a complete set change. The customer's current blood glucose was 275mg/dl.